Event description:
Caller reported aviva system blood glucose results of 251 mg/dl, 16 mg/dl, and 110 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The meter memory was downloaded using service software. In the memory log the values 149, 16 and 251 mg/dl were found back-to-back. But the time distance between 149 and 16 mg/dl has been more than an hour.